Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter received for evaluation. During visual evaluation no anomalies to the luers, bifurcate or glue fillets. Under microscopic examination, a partial circumferential break was noted to the glue joint. No functional testing due to the condition of the device. Therefore, the investigation remains inconclusive for the reported balloon rupture as no functional testing could be performed. However, the investigation is confirmed for the identified break as a break was noted to the glue joint of the catheter. A definitive root cause for the reported balloon rupture and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (dqy;lit). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at about 10 atm. The procedure was completed using another device. There was no reported patient injury.